Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. The therapy appeared to trigger ventricular fibrillation. The cardiac resynchronization therapy defibrillator delivered an appropriate shock and converted the rhythm. Programming changes were discussed. The patient was asymptomatic aside from the shocks.